Event description:
The customer reported the uom of their freestyle meter changed from mmol/l to mg/dl at battery change. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.